Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only such occurrence for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 44 reports, regarding 66 devices, for this device family and failure mode. During this same time frame (B)(4)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20 device was being used during a removal spine hardware procedure on (B)(6) 2024, and ¿cautery pencil remained active even when buttons not pushed. Scrub tech noticed the high pitch noise the cautery machine makes and was made awre that the machine was activated. Surgeon went to use the cautery at the same time and noticed it was already activated prior to him puching the button. This cautery pencil did not come inside the spine pack. It was pulled from the supply shelf¿. The procedure was completed with a second elite pencil and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20 device was being used during a removal spine hardware procedure on (B)(6) 2024, and ¿cautery pencil remained active even when buttons not pushed. Scrub tech noticed the high pitch noise the cautery machine makes and was made awre that the machine was activated. Surgeon went to use the cautery at the same time and noticed it was already activated prior to him puching the button. This cautery pencil did not come inside the spine pack. It was pulled from the supply shelf.¿. The procedure was completed with a second elite pencil and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.